Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had cirrhosis and additional concerns. The pt was admitted on (B)(6) 2013 due to elevated lactate dehydrogenase (ldh) at 1450. The pt had gi bleeding after implant and anticoagulation was decreased. Six days later the pt experienced a stroke and subsequently expired.

Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed. The user facility report (B)(4) was received from the (B)(4). Referenced other number was (B)(4).